Event description:
It was reported that the 6800 system would not save images when using the foot-switch and had an error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The encoder board, controller board, and transition board were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.